Event description:
It was reported that pump displayed a minimum fill notification and customer had difficulty loading cartridge, and caller also mentioned a separate incomplete alert. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then, under guidance from technical support, cleaned pump area and filled and loaded new cartridge using proper technique, which resolved issue, allowed insulin delivery to resume, and did not require replacement supplies, and no further follow-up was needed.